Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2023, and suture was used. During the surgery, after opening the package and before use, it was found that the product was a double armed-suture. The product was not used. There were no adverse consequences to the patient. Further details are not available.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/24/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 investigational summary: the product was returned to ethicon for evaluation. The returned samples determined that it was received one strand double armed that pertained to the product code vcpb725d. Upon visual analysis shows that the suture has one needle in both extremes of the same product code, this is different from the requirements for the product vcpb725d of a strand single-armed per package. Additionally, a photo was provided, and with the same condition as the received sample. Based on the information currently available, the extra needle suture issue was identified as the wrong number of strands during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.